Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 637mg/dl. The customer mentioned having bent cannulas. The caller stayed for two days in the hospital, and during that time in the hospital, the customer resumed the insulin pump therapy, but her blood glucose went up again, and the customer found another bent cannula. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.